Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional and delivery testing: the device met with specifications. The reported issue was not confirmed.

Event description:
Information was received indicating that a smiths medical pump was over-infusing. There were no reported adverse events.